Event description:
The customer reported that after using her pump for 4 months, the power cord got very hot and melted when she plugged the pump in.

Manufacturer narrative:
The customer purchased a replacement power cord, for which we reimbursed her. In follow up discussions with the customer regarding the original power cord, she indicated that she saw no fire or sparking, but that there was a small hole melted into the transformer casing. The customer indicated that she returned the original power cord, but it has not yet been received. As the original product is not available for eval/ analysis, no definitive conclusion regarding the root cause of the reported event can be made. Should the product become available, an eval will be performed and a supplemental medwatch submitted at that time if applicable. (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/ melting issues. Any additional follow up actions will be established as a result of the CAPA process.